Event description:
It was reported that the 9800 system had a blank image during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The image processor voltage was adjusted during the service call. The system was treated and found to be working as intended and put back into service.